Manufacturer narrative:
The purpose of this submission is solely to provide a correction of additional manufacturer narrative/corrected data section. This is based on the result of an internal review. #h10: previous additional manufacturer narrative/corrected data: getinge became aware of an issue with a surgical light powerled device. As it was stated, paint chipping occurred on light head of the device. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as paint chipping of the device led to technical deficiency and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Peeling paint is indicated by our product experts to likely be caused by user error and the customer who not followed cleaning protocol or by improper preparation of the parts before painting, thus manufacturing error. The product powerled user manual IFU 01581 en ed. 08 page 38 includes an information to daily check the device for chipped paint and all the recommended and prohibited products for cleaning are listed. We believe that remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected additional manufacturer narrative/corrected data: getinge became aware of an issue with a surgical light powerled device. As it was stated, paint chipping occurred on light head of the device. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as paint chipping of the device led to technical deficiency and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint; nevertheless, the parts impacted by serious damage must be replaced. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, paint chipping occurred on light head of the device. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as paint chipping of the device led to technical deficiency and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Peeling paint is indicated by our product experts to likely be caused by user error and the customer who not followed cleaning protocol or by improper preparation of the parts before painting, thus manufacturing error. The product powerled user manual IFU 01581 en ed. 08 page 38 includes an information to daily check the device for chipped paint and all the recommended and prohibited products for cleaning are listed. We believe that remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights- powerled 300. As it was stated, the paint is chipping from lamp body. There was no injury reported however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure might cause contamination.